Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unrelated procedure, an insulation anomaly was noted on the atrial lead. The physician decided not to take any action and the patient was in good condition.